Manufacturer narrative:
The reported event of no communication /ipg inoperable was confirmed. At receipt, the ipg would not communicate with lab utilities due to a depleted battery. The battery was recovered and the ipg communicated, charged, and pass functional test on autotester. Ppe was unable to determine the root cause. The DHR review confirmed that device met manufacturing requirements prior to shipment per applicable procedures and no reworks on unit.

Event description:
It was reported the patients ipg became inoperable. Surgical intervention was undertaken wherein the ipg was explanted and replaced. Surgical intervention addressed the issue.